Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent bilateral herniorrhaphy on (B)(6) 2017 and absorbable straps were used. During the procedure, some shots from the device were successful however the clamps were loose. The procedure was completed with a like device. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
The analysis results found that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.